Event description:
Pt reported that in 2005 he was hospitalized with a blood glucose reading of (1000 mg/dl). The pt was admitted to the hosp for a week and treated with injections of nph, novlin and oral/IV antibiotics for staph infection. The pt claims that the glass cartridge caused his staph infection. Pt was admitted to hosp for high blood glucose.